Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer performed the fill tubing step and resumed insulin delivery to address the issue. Fill tubing while connected is off label per the tandem user guide. There was no adverse impact to customer¿s blood glucose level.